Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the low bg caused the customer to fall. The customer was then taken to the emergency room and was subsequently admitted to the intensive care unit (ICU) where they were treated intravenously with fluids of saline to address bg. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.